Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/24/2021. H.6. Investigation: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, the valve was observed to be moved. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of the leakage is due to a valve issue. CAPA#1379444 was initiated. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: bd venflon pro safety 14g. Defect code: leakage.

Manufacturer narrative:
Initial reporter email: an additional email was provided as(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: bd venflon pro safety 14g. Defect code: leakage.